Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the oncology procedure was completed as planned treatment/non-emergency treatment. The field service engineer (fse) inspected the system onsite and confirmed there was stand movement failure. The review of log file shows that geometry power errors. Upon functional testing, it was found that the spp power cannot be power on successfully. The fse replaced the power supply. After replacement, the system was returned to good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the c-arm failed to move. The system was in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Troubleshooting actions showed a problem with the power supply. The fse replaced the power supply and returned the system to use in good working order. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.